Event description:
It was reported that during a routine device check the device was at vvi65 and it was noted that the device had a critical ram parity error and power on reset. It was also noted that a software update was installed that day and the battery voltage measurement was below the elective replacement indicator (eri) voltage. A remote transmission report will be done in five days to see if eri is reached. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Device experienced a critical ram parity error power on reset (por) on (B)(6) 2012 in location "10 ef". Device should be able to recover from the event and continue normal function.